Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017 arteriotomy closure of the right common femoral artery was performed using a proglide device via a 6f sheath after a cerebral arteriogram. Reportedly, a suture break occurred when harvesting the sutures; however, hemostasis was successfully achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure. On (B)(6) 2017 the patient was re-admitted and a pseudoaneurysm developed. Reportedly, a stent was placed at the access site for treatment. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.